Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional via a clinical study on 2019-may-31 indicated that there was not motor stall that occurred in relation to a magnetic resonance imaging (MRI). Further information received on 2019-jun-02 indicated that a motor stall occurred on (B)(6) 2016 at 13:39 and a recovery occurred on (B)(6) 2016 at 11:11am. Additional information received on 2019-jun-05 indicated that there was no motor stall so an event was not needed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded morphine 0.5 mg/cc for a total dose of 0.0500 mg/day and compounded bupivacaine 0.5 mg/cc for a total dose of 0.050 mg/day via an implantable pump for spinal pain. It was reported device interrogation on (B)(6) 2016 revealed a motor stall with a motor stall recovery 45 hours later. It was noted that the pump was reprogrammed on (B)(6) 2016. The outcome of the event resolved without sequelae on (B)(6) 2016. The device diagnosis was pump motor stall. The patient's weight was 189 pounds. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event was related to MRI (magnetic resonance imaging). The event date was (B)(6) 2016. No further complications were reported/anticipated.